Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise. No intervention was made. There was no patient symptoms reported.

Event description:
Additional information received indicated that the patient was presented in the clinic. Upon interrogation, the atrial lead exhibited low pacing impedance, a high capture threshold, and the p-wave was undersensed. Programming changes were made. The patient was stable throughout.